Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. It was further reported that the rv lead experienced oversensing/noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).